Event description:
The patient was enrolled in the prove acurate neo2 post market safety and performance surveillance in aortic stenosis study with patient identifier (B)(6). It was reported that pain in the ipsilateral limb resulting in surgical intervention occurred. During a transcatheter aortic valve replacement (tavr) procedure, right-sided vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was placed. A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The patient was then successfully implanted with the size medium acurate neo2 valve. One hundred three (103) days post procedure, the patient was admitted to the hospital due to pain in the ipsilateral limb post tavr. Diagnostic examination revealed severe arteriosclerosis. In response, the anterior right femoralis artery was surgically patched the following day. The patient was discharged in stable condition six (6) days following admission. No further patient complications were reported.